Manufacturer narrative:
The device was not available and therefore a device evaluation could not be performed. A device history record review was unable to be completed as a lot number was not provided. A high-level analysis was performed and there were no non-conformities found to be related to the reported event. A review of the device¿s risk profile suggests the reported event does not constitute a new harm or hazard. An adverse event appears to have occurred but does not appear to have been a problem with the device. According to the article the root cause for the recurrent partial btm losses and subsequent surgical removals was a persistent pseudomonas wound infection on the chest/abdomen and right flank. The source or mechanism introducing the pseudomonas pathogen into the wound bed remains unknown based on the limited data available in the retrospective study. The initial infection caused a 12% tbsa partial loss of the matrix by day 10. The failure of the secondary re-application was directly caused by the inability to eradicate the localized microbial colonization, which prevented device integration and necessitated a permanent change in the treatment plan to split-skin grafting (ssg). The IFU adequately provides instructions for implantation, precautions, and warnings for the proper use and handling of the device. Polynovo could not confirm a deterioration or change in the characteristics or performance, or inaccuracies in the labelling or instruction for the reported case. The rate of the reported issue to polynovo is considered low and acceptable. The clinical benefits continue to outweigh the potential risks associated with this hazard/use of the device. No trend or deficiency has been identified. Polynovo does not believe that a corrective action is warranted. Polynovo will continue to investigate and monitor complaints of this nature. Doi: 10.1177/20595131261449383. MFR reference #: 1910.

Event description:
This adverse event was identified during a retrospective literature review of a study conducted in australia involving adult burn patients treated with biodegradable temporizing matrix (btm) between (B)(6) 2022 and (B)(6) 2024. The report describes patient of unspecified age and gender who presented with a 56% total body surface area (tbsa) burn and underwent both acute and reconstruction procedures with btm. Btm implanted to chest/abdomen, left thigh and bilateral arms. On post-operative day 19 following initial btm application, the patient experienced partial btm loss of 12% tbsa to chest/abdomen and right flank due to pseudomonas infection and btm was replaced. Subsequently, btm of 12% tbsa to chest and r flank was removed again and not replaced due to persistent pseudomonas infection and split skin grafting (ssg) was performed instead. The final resolution of the event was not stated in the literature. The final action taken with the device was partial removal. While the literature author noted that the treating burn surgeon independently assessed the matrix loss as not directly attributable to therapy interventions. For additional detail, please refer to doi: 10.1177/20595131261449383. MFR. Reference: 1910.